Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed occlusion test. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair. Visual evaluation found downstream occlusion (dso) seal was lifting. Review of event log found dso alarm. Unable to confirm complaint of ¿failed occlusion test.¿ performed three downstream occlusion/upstream occlusion tests without errors or failure. Upon further inspection, dso seal was lifting. Replaced dso seal. Installed software. After repairs, device passed all test criteria.